Manufacturer narrative:
(B)(4). One used ls1500 was received for evaluation. Visual inspection found the jaws caked with eschar. The jaws had to be forced open. Inspection found tissue caked on the seal plates and the trigger was sticky when trying to advance the blade. The jaws did not continue to lock when the handle was latched and unlatched. After cleaning the residual eschar, the jaws opened and closed normally and the knife moved smoothly along the knife track. To minimize tissue sticking keep the jaws of the instrument clean at all times; clean the instrument more often when working in a bloody field; if consistent sticking is encountered, reduce the bar setting; do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance. The investigation identified the root cause of the reported event to be attributed to the user infrequently cleaning the jaws during use allowing tissue and blood to build up. The IFU recommends cleaning the jaws with a piece of wet gauze often to help minimize tissue build up between the jaws. Place the vessel or tissue in the center of the jaws. To avoid incomplete sealing, do not grasp tissue beyond the electrode surface; do not place tissue in the jaw hinge. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Manufacturing non-conformances were reviewed and no anomalies were found.

Manufacturer narrative:
(B)(4). Date of initial report: 10/26/2015. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device jaws would no longer open after being applied to tissue during a laparoscopic bso. Laparoscopic scissors were used to remove the device from the patient. There was no patient injury reported.